Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung biopsy, at the second firing, the reload did not fire. Another reload was used but encountered the same problem. The handle and reload were replaced to complete the case. There was no patient injury.